Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Additionally, p-wave oversensing was noted. Technical services (ts) reviewed available device data and recommended in-clinic lead troubleshooting to exclude impairment. No adverse patient effects were reported. The ICD and rv lead remain in service. Additional information received indicates the clinic decided not to perform commanded shock lead impedance testing and will continue to monitor at this time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.